Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 19-mar-2014, UDI#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2026, product type: catheter product ID: 8596sc, serial/lot #: (B)(6), ubd: 15-dec-2025, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, healthcare provider (hcp), and manufacturer representative (rep) regarding a patient receiving hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient mentioned they had a spinal headache. They stated that they knew they had one because they had had one before but it took a couple of months before they drew any fluid. The patient stated that they had a big seroma around the pump site, and they had been drawing off almost 800 cc. The rep reported that the patient was not receiving relief from the implanted pump, and they did an aspiration. The patient reported that surgery was scheduled for march 23rd to repair the catheter line since it was broken right at the tip of the pump. The hcp removed the spliced catheter and placed a new catheter into the intrathecal space. The issue was resolved at the time of this report.

Manufacturer narrative:
H3. The returned 8598a catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Visual inspection identified a break in the catheter. The returned 8596sc catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the pump connector which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.